Event description:
The customer observed falsely decreased total bilirubin result generated on the architect c4000 processing module for one sample. The following results were provided: sid (B)(6) total bilirubin initial result = < 0.1 mg/dl, repeat result (B)(6) = 0.6 mg/dl (reference range: 0.1-1.0 mg/dl) no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) reviewed the instrument logs, inspected the instrument, and performed multiple troubleshooting procedures including replacement of the peristaltic head tubing but was unable to determine a single definitive likely cause of the result issue. The architect c4000 processing module, serial number (B)(6) was considered the likely cause of the issue. Data and information provided by the customer was reviewed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 processing module did not identify any trends. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely decreased total bilirubin result generated on the architect c4000 processing module for one sample. The following results were provided: sid (B)(6) total bilirubin initial result = < 0.1 mg/dl, repeat result ((B)(6)) = 0.6 mg/dl (reference range: 0.1-1.0 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.